Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site. X-ray imaging showed no lead or ipg migration. As a result, the patient underwent surgical intervention on (B)(6) 2020 in which the ipg pocket was moved to a new location. Effective therapy was established post operation.